Event description:
It was reported that during a procedure a polarx balloon catheter was selected for use. However, a blood detection error message was displayed. The physician decided to replace the device, and the issue was resolved. The procedure was completed with no patient complications. The device was returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by manufacturer: the polarx fit balloon catheter was returned for analysis. No visible blood was observed inside the balloon region. The polarx fit balloon was leak tested and passed all inner and outer balloon leak tests. The polarx fit balloon was then dissected to further investigate blood detect wires for symptoms that may have resulted in the blood detection error. The inner balloon blood detect wires were found to be split. This wire split could lead to the wires contacting each other which would result in a false blood detection error.

Event description:
It was reported that during a procedure a polarx balloon catheter was selected for use. However, a blood detection error message was displayed. The physician decided to replace the device and the issue was resolved. The procedure was completed with no patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis.